Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via FDA/medwatch program continuous glucose monitor readings that are inaccurate. The customer's blood glucose reading at the time of the report was 20mg/dl. The customer reported a continuous glucose monitor reading of 57mg/dl. The customer will not be returning the products for analysis.